Event description:
Information received by medtronic stated that the battery side of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver unknown retainer = black the pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware (trace downloader) using crest however, the pump failed to enter the recovery mode preventing the download of the history, trace, and comlink3 files using thus. The pump was cut open to perform visual inspection. No moisture damage was found on the pcba 2, the motor, and force sensor however, moisture damage was found on pcba 1. The force sensor zero offset is within specification (22.0 mv). Critical pump error (open book image) alarm and download difficulty are due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, end cap address label faded, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Critical pump error (open book image) alarm and download difficulty are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Troubleshooting was performed. The customer stated that insulin pump was dropped. Customer stated infusion set and reservoir does not show any sign of damage.